Manufacturer narrative:
It was reported that the heart center or experienced medline gown strikethrough issues this weekend. Dr. (B)(6) had a tough case friday and he had major strikethrough on his legs. Over the weekend, dr. (B)(6) had strikethrough on his sleeves, so much so where he broke to wash his arms. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the heart center or experienced medline gown strikethrough issues this weekend. Dr. (B)(6) had a tough case friday and he had major strikethrough on his legs. Over the weekend, dr. (B)(6) had strikethrough on his sleeves, so much so where he broke to wash his arms.